Manufacturer narrative:
Device received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and self test due to missing segments or partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had partial display. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that no missing segment. The insulin pump will be returned for analysis.